Event description:
It was reported that the patient presented in clinic for leadless pacemaker implant. During the procedure, it was noted that the helix of the pacemaker had sprung during catheter manipulation. The procedure was completed using an alternate device on (B)(6)2024. The patient was stable.